Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
Another e-drive with the same failure was investigated by getinge life-cycle-engineering with the following results : the examination of the e-drive showed that the installed schnorr retaining washer, the bulging of the magnetic holding disc by 0.4mm and due to the attachment of the retaining ring and an unfavorable tolerance in addition to the individual components can lead to the failure of the e-drive. The investigation is still ongoing, a follow up will submitted when additional information become available.

Manufacturer narrative:
It was reported that the e-drive binds when the hls kits is attached . The failure occurred during testing. A getinge field service technician (fst) was sent for investigation and repair. The failure could be replicated. The planetary gear was replaced and the extra washer was removed. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Another e-drive with the same failure was investigated by getinge life-cycle-engeneering on 2023-08-17 with the following results: the examination of the e-drive showed that the installed schnorr retaining washer, the bulging of the magnetic holding disc by 0.4mm and due to the attachment of the retaining ring and an unfavorable tolerance in addition to the individual components can lead to the failure of the e-drive. For this failure a fsca (B)(4) was initiated on 2023-10-05 with the following action: removal of the safety washer for all cardiohelp with affected emergency drives according to the instruction for use of the cardiohelp device (chapter 5.6.1 "check before every application") the emergency drive must be checked before use. The device was manufactured on 2018-11-19. The review of the non-conformities has been performed on 2023-07-03 for the period of 2018-11-19 to 2023-06-27. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "e-drive binds when the hls kits is attached" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation and repair on 2023-06-28. The failure could be replicated. The planetary gear was replaced and the extra washer was removed. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow up will submitted when additional information become available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
It was reported that the e-drive binds when the hls kits is attached. The event occurred while testing. No harm to any person has been reported. Complaint ID: (B)(4).